Manufacturer narrative:
Ous MDR - the analysis of the lead showed that the insulation of the lead body was massively damaged by squashing approx 34 cm distal the connector pin. This damage manifestation can, with high probability, be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. The cuts in the insulation are probably a result of the explantation process. There were no indications of materials defects or mfg errors.

Event description:
Ous MDR - after an implantation time of about 18 months, oversensing was reported and this lead was explanted. No deterioration in the pt's state of health was reported.